Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. The device was powered on and it immediately alarmed. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited continuous alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.